Event description:
The customer reported the system would not x-ray. There was no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as a repair info is unavailable. However, no report of pt of staff injury was reported.